Manufacturer narrative:
Medical device expiration date: unknown. Date of event: unknown. The date received by manufacturer has been used for this field. Device manufacture date: unknown. Investigation summary: bd had not received samples or photos from your facility for evaluation. Additionally, we were unable to determine the specific lot number associated with this complaint. Therefore, a review of the manufacturing records could not be conducted. Bd is continually monitoring complaints received for this device and reported condition in order to identify emerging trends.

Event description:
It was reported the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes experienced overfill. The following information was provided by the initial reporter. The customer stated: "customer is having issues with the tubes over filling and the instrument (acl top 550) is now showing an error message. I spoke with the customer on (B)(6) 2021 - customer stated that she has seen overfill, but it was a bd correction report that prompted her to call bd to see if there was any other tubes that can be ordered that do not have to overfill issue."